Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the limited information provided, the root cause of the reported issue cannot be determined. Although a surgical delay was reported per e-mail communication there was no impact on the patient and it was noted that the ¿patient is fine.¿ no further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a procedural error or device wear. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a revision surgery to remove trigen retrograde femoral nail (initial insertion date (B)(6) 2019, revision surgery date (B)(6) 2020) the threads of the 2 proximal internal hex capture screws disassembled during removal and furthermore fell into the medullary canal. The surgeon had a hard time to remove them and the surgery was delayed by more than 30 mins. There was no impact on the patient.